Manufacturer narrative:
The company representative examined the system and replaced the table-top illuminator bulb and auxiliary illuminator bulb. The system was then tested and met product specifications. The bulbs are returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that during vitrectomy surgery, the table top illuminator and auxiliary illuminator were not available. A back-up unit was brought in and the surgery was completed with less than a five minute delay. There was no harm to the patient.